Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies had failed. The field service engineer (fse) removed the back panel, reseated the pyxie bus cable and all drawer board components, then rebooted the station and launched hardware test application (hta). Using hta, the fse released and removed the cubies, then accessed the row board cable by removing the side panel. Once row board cable was exposed, cable was reseated. After reseating the row board cable, the side panel was placed back onto device, the cubies were returned to the tray, and the station was rebooted with the application relaunched. Hardware testing confirmed successful operation. During the visit, the fse also inspected the top panel for cracks, tested biometric-identifier functions, verified barcode scanner performance and arm stability, checked keyboard functionality, and reseated the pyxibus cable. The station was rebooted again, and no further issues were found. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to recover main drawer 3.2 and pocket b2. The system displayed a "failed to lock and release" error message. The customer attempted to recover the storage space and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.